Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The device was manufactured on march 23, 2021. One used physical sample was received for the investigation. In addition, a video was provided. The sample was functionally tested, and the video was reviewed. The reported issue was confirmed. The most likely cause was determined to be due to low volume flow of resin to create the part as the sample was leaking at the thinnest portion of the cannula wall which would be the most impacted point of the component due to volume restriction. Volume restriction could occur for multiple reasons including machine fluctuation, material variance, and flow obstruction. A review of the molding records did not yield any information that would point to any failure occurring during production. However, as part of continuous improvements, a corrective and preventative action (CAPA) has been initiated to review the process and defect criticality along with testing requirements. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.¿ if the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.¿ as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the monoject needleless med prep cannula sprayed a stream of fluid out of the side, not just the tip. There was no patient injury.